Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons were not responding and unable to place the insulin pump in storage mode. Troubleshooting was performed but no resolution of the alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.